Event description:
The facility reported via phone that an intermate had the white flow restrictor break completely off of the tubing during filling. The device was being filled with a solution of vancomycin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of broken tubing at the junction of the luer post. Based on the evaluation, broken tubing near the base of the luer stem is due to excessive pulling force applied to the component during filling. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no nonconformances, failures, rework, or deviations related to the lot.